Manufacturer narrative:
Qa analysis of the returned device revealed the unit was returned and the balloon was inflated and deflated during mechanical tests. The inflation and deflation times were within specs. Quality engineering was unable to detect any difficulties when testing the balloon. The balloon appeared inflate and deflate without complications. Some things that can influence balloon inflation are lesion morphology or interaction with the accessory products. There is insufficient info to determine a root cause for this complaint. Quality engineering determined that no corrective action is warranted at this time. All rx rocket catheters are inspected for kinks prior to packaging. In addition, a sample of each lot mfg is visually, dimensionally and functionally tested including tests for inflation and deflation times. This MDR is considered closed by the qa dept.

Event description:
It was reported that following a percutaneous transluminal coronary angioplasty procedure the balloon catheter deflation was slow. Reportedly no pt injury was associated with this event.